Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2023 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (surgical removal of coils). On (B)(6) 2023, the event had resolved. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("medical device removal") in a 35 year-old female patient who had essure inserted (lot no. 627294 , 627452) for female sterilisation. The patient had a medical history of back pain, uterine rupture, parity 2, morbid obesity, gravida ii, endometriosis and pelvic pain. The patient had a family history of diabetes mellitus, heart disease, unspecified and breast cancer. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2023, 5259 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy). On (B)(6) 2023, the event had resolved. The reporter considered embedded device to be related to essure administration. The reporter commented: discrepancy noted: insertion date: as per argus (B)(6) 2008. As per mr (B)(6) 2008. There were two coils extruding from the right tube and five coils extruding from the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: bilateral fallopian tubes, excision: complete cross-sections of histologically unremarkable fallopian tubes. Two coils are received with the specimen. Gross description: first fallopian tube is intact, measuring 4.5 cm in length 0.5 cm in diameter. This tube is grossly unremarkable. Second fragment is portion of fallopian tube with coil inserted into the lumen, measuring 1.5 cm in length with 4.5 cm in length wire attached. There is detached and separated silver metal coil with wire at the coiled portion. It measures 2.5 cm in length with 6.9 cm wire. On (B)(6) 2023: sectioning reveals an imbedded essure coil. Lot numbers: 627294, 627452. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: mr received :event "medical device removal updated to device embedded" lot number added reporters information patient medical history and surgical pathology reports were added. Product insertion date and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("medical device removal") in a 35 year-old female patient who had essure inserted (lot no. 627294 , 627452) for permanent contraceptive tubal implant. The patient had a medical history of back pain, uterine rupture, parity 2, morbid obesity, gravida ii, endometriosis and pelvic pain. The patient had a family history of diabetes mellitus, heart disease, unspecified and breast cancer. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2023, 5259 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy). On (B)(6) 2023, the event had resolved. The reporter considered embedded device to be related to essure administration. The reporter commented: discrepancy noted: insertion date: as per argus: (B)(6) 2008; as per mr: (B)(6) 2008. There were two coils extruding from the right tube and five coils extruding from the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: bilateral fallopian tubes, excision: complete cross-sections of histologically unremarkable fallopian tubes. Two coils are received with the specimen. Gross description: first fallopian tube is intact, measuring 4.5 cm in length 0.5 cm in diameter. This tube is grossly unremarkable. Second fragment is portion of fallopian tube with coil inserted into the lumen, measuring 1.5 cm in length with 4.5 cm in length wire attached. There is detached and separated silver metal coil with wire at the coiled portion. It measures 2.5 cm in length with 6.9 cm wire. On (B)(6) 2023: sectioning reveals an imbedded essure coil. Lot number: 627452. Manufacture date: 2008-07. Expiration date: 2011-07. Lot number: 627294. Manufacture date: 2008-05. Expiration date: 2011-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 24-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2023 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (surgical removal of coils). On (B)(6) 2023, the event had resolved. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.